Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, and increasing thresholds. Pacing impedance are within normal range. The physician suspected a possible perforation, stating the patient was having pain in the back, but no longer has the pain. The patient admitted to hospital for a CT scan, and further evaluation. The device remains implanted. No adverse patient effects were reported. New information was received that the physician reported that the CT scan , confirmed perforation of this rv lead. The rv lead was surgically extracted. The patient was discharged and will continue routine follow up appointments.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, and increasing thresholds. Pacing impedance are within normal range. The physician suspected a possible perforation, stating the patient was having pain in the back, but no longer has the pain. The patient admitted to hospital for a CT scan, and further evaluation. The device remains implanted. No adverse patient effects were reported. New information was received that the physician reported that the CT scan , confirmed perforation of this rv lead. The rv lead was surgically extracted. The patient was discharged and will continue routine follow up appointments. The rv lead will not be returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.